Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure went as planned, and the pt tolerated the procedure. Sixteen days later, a computed tomography angiogram (cta) was performed and revealed a proximal type I endoleak anterior to the trunk ipsilateral leg component. The following month, a reintervention occurred. Intra operative angiogram was performed and there was no sign of a type I endoleak. The physician opted to perform balloon angioplasty at the aortic neck. The pt tolerated the procedure. Two days later, a follow-up cta was performed, and there is no evidence of a type I endoleak. A possible type ii endoleak is evident.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.